Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the frontline staff was reporting difficulty with the new straight surestep intermittent catheter trays that they had brought in. Specifically, bladder scan confirmed that volume was greater than 350ml and when inserted urine was taking quite a while to flow into the closed system, it flowed slowly, or was not flowing at all. They had reached out to managers to ask that they had staff preserve the equipment if this was associated with a specific lot number.

Event description:
It was reported that the frontline staff was reporting difficulty with the new straight sure step intermittent catheter trays that they had brought in. Specifically, bladder scan confirmed that volume was greater than 350ml and when inserted urine was taking quite a while to flow into the closed system, it flowed slowly, or was not flowing at all. They had reached out to managers to ask that they had staff preserve the equipment if this was associated with a specific lot number.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿kinked or partially collapsed drainage lumen". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the intermittent catheter ifus are found to be adequate based on past reviews. H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.